Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a lower resistance reading between the black wires of the secondary heater element and the ground wire than between the blue wires of the primary element and the ground wire. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) found that the heater cooler had high reverse leakage current of 400 microamps. It was found that the heater assembly in channel a was the source of the problem. The fsr replaced the heater assembly in channel a. The unit operated to the manufacturer¿s specifications. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity a high reverse leakage was observed. There was no patient involvement.